Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the planning screen had abnormal imaging. Surgery was performed with the same device without any delay. No harm to the patient or further complications reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, sn (B)(6), used for treatment was not returned for evaluation. A visual and functional evaluation could not be performed, and the reported problem could not be confirmed visually or functionally. Upon a screenshot and logfile review, it has been determined that the reported complaint is confirmed, the planning screen has abnormal imagining. It is noted that there is a block of color on the tibial component, which has caused extra bone generation on the gap assessment screen. The surgeon properly moved past this issue by removing points and recollecting. The most likely cause of this issue is a known software bug. Cori-v1.4.3 has been validated on pp-181 rev d. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, nc, hhe/pra, field action review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.